Event description:
It was reported that the subject device was mute (interrogation failure) after an external shock was delivered to reduce flutter. The pt is pacemaker dependant.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.